Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: (B)(6) 2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient was previously implanted by a different physician in a different state. The patient came in with a pocket of fluid collecting at the previous spinal incision. Upon opening the spinal incision, a large amount of clear fluid was drained. The current physician decided to replace the entire catheter with a new catheter. There did not appear to be any issue with the integrity of the catheter but there seemed to be an issue with how the catheter was initially implanted by the previous physician. The physician did not identify any external factors contributing to the event. The old catheter was discarded.the issue was resolved. The healthcare provider (hcp) has no further information for medtronic.